Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Once the investigation has been completed a follow-up MDR will be submitted. Concomitant medical products: item # unknown/ unknown head/ /lot # unknown . Item # unknown/ unknown cup/ /lot # unknown. Item # unknown/unknown liner/ lot # unknown.

Event description:
It was reported patient underwent hip revision surgery due to fall that fractured the patient's femur. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the 2 images are of poor quality and 411 notes "possible" zb product. Device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.